Manufacturer narrative:
Initial 1 of 2. E1: event country: canada. (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient faced occlusion alarm on (B)(6) 2026 and experienced high blood glucose level which was treated with pump. The site of insertion was thigh.